Manufacturer narrative:
The customer complaint of an incorrect pca concentration programmed was determined to be due to user programming. In this event, the patient was to receive a secondary infusion of hydromorphone 6mg/0.9% nacl 30ml pca syringe with a 0.2mg bolus dose (1ml), lockout 6 minutes, one hour dose limit of 2mg. The customer reported that the clinician incorrectly programmed the device as hydromorphone 30mg/0.9%nacl 30ml and reported only a 0.04mg (0.2ml) bolus was delivered. The alaris¿ system user manual specifies that the clinician should verify the correct programming parameters prior to pressing the ¿start¿ soft key. The proximate cause of the customer complaint of an incorrect pca concentration programmed was due to user programming.

Event description:
It was reported that the rn did not autoscan the syringe and the incorrect pca concentration was programmed. In this event, the patient was to receive a secondary infusion of hydromorphone 6mg/0.9% nacl 30ml pca syringe with a 0.2mg bolus dose (1ml), lockout 6 minutes, one hour dose limit of 2mg. However, the rn incorrectly programmed the device as hydromorphone 30mg/0.9%nacl 30ml, therefore only a 0.04mg (0.2ml) bolus was delivered. The customer further stated that the patient experienced increase/unresolved pain due to the event. Nursing requested that a formal enhancement request be submitted to bd for a prompt for the scan within alaris to avoid attaching something to the pump. It would not need to be a hard stop. The facility is finding that education has not been enough to reinforce the practice of scanning. The customer would also like to confirm that scanning through auto ID is not retrievable via a report, and if not, could this also be included in the enhancement request as this information would be helpful to identify the scope of the problem and during investigations.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: status post kidney transplant.

Event description:
It was reported that the rn did not autoscan the syringe and the incorrect pca concentration was programmed. In this event, the patient was to receive a secondary infusion of hydromorphone 6mg/0.9% nacl 30ml pca syringe with a 0.2mg bolus dose (1ml), lockout 6 minutes, one hour dose limit of 2mg. However, the rn incorrectly programmed the device as hydromorphone 30mg/0.9%nacl 30ml, therefore only a 0.04mg (0.2ml) bolus was delivered. The customer further stated that the patient experienced increase/unresolved pain due to the event. Nursing requested that a formal enhancement request be submitted to bd for a prompt for the scan within alaris to avoid attaching something to the pump. It would not need have to be a hard stop. The facility is finding that education has not been enough to reinforce the practice of scanning. The customer would also like to confirm that scanning through auto ID is not retrievable via a report, and if not, could this also be included in the enhancement request as this information would be helpful to identify the scope of the problem and during investigations.